Event description:
It was reported that prior to a lap choley procedure, the clip would not fire correctly on the test fire. The clips were crossed inside the jaws. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
The analysis results confirmed that the device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended, but the orange indicator did not show up. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.